Event description:
A pump memory error occurred during interrogation. The pump was stopped. The pump was reprogrammed and this resolved the issue. The device system was used to deliver fentanyl.

Manufacturer narrative:
(B)(4).